Manufacturer narrative:
A specific root cause could not be identified for this event. Additional information was requested for investigation but was not provided. No product was returned for investigation. All retention test strip lots were tested in comparison with the current master lot coaguchek xs pt test strip periodically every three months. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. The obtained results showed a maximum difference of 0.3 inr between retention samples and masterlot for inr values 2.0 inr, and 10% for inr values = 2.0 inr. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
Unique device identifier (UDI) #: (B)(4). This event occurred in (B)(6). Customer refused to return meter and strips.

Event description:
The customer stated that they received questionable results and a temperature error on a capillary blood sample for one patient on the coaguchek xs meter, serial number (B)(4). The results from the coaguchek xs meter were 4.6 inr and 2.6 inr. The elapsed time between the results was not provided. It is unknown whether a new finger stick was used for each test. The time frame between the event and any medications taken was not provided. The patient's therapeutic range was not provided. The patient's testing frequency was not provided. No adverse event was reported for the patient. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The meter and strips were requested for return. The sales representative performed pt controls which were within tolerance. As a result, the customer refused to provide the meter and strips for further investigation. The product will not be returned.